Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented at the clinic with episodes of non-sustained lead noise on the stored egms. Programming changes were made and the issue was resolved. The device remains implanted and the condition of the patient is stable.